Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012, for an unknown reason.

Manufacturer narrative:
Information was received on (B)(6) 2012 confirming that the revised product reported in this medwatch was manufactured by biomet UK ltd. Report number 1825034-2012-01445 is for the revised biomet orthopedics manufactured product and is associated with this patient/event.